Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were not getting any alarm that the battery is low and then the battery has to change. The device will not be return for analysis.